Event description:
It was reported that during a cholecystectomy procedure, the tissue pad was detached off outside the pt's body. Error 5 was also displayed. As the tissue pad did not fall into the pt, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.